Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced high blood glucose and used multiple meal announcements as corrections, stating four entries while device data showed twelve entries the same day; the agent educated the user that this practice is unsafe and advised contacting support as it often indicates a needed supply change. Symptoms included hyperglycemia. Outcomes included no reported hospitalization, alerts, or alarms. Investigation included review of user-reported history and device data logs, along with troubleshooting and user education. Investigation of this case revealed incorrect use of meal announcements for correction dosing, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to off-label use of meal announcements for corrections.